Event description:
Account states they are getting zero results for multiple assays. The incorrect results were not reported. The field service rep found a leak in the sample tubing and repaired the instrument by replacing the tubing.